Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (trouble with download; no communication) has been confirmed. The cause for the download and communication errors was corrosion on the auxiliary board at j2005, j2008, tva3, tva4 and f2001 was blown. The transient voltage attenuators (components tva3 and tva4) were shorted to the auxilliary board as a result of the corrosion. The shorted components were likely responsible for holding the system programming mode by pulling down the voltage on the in-system programming line, preventing the psr from sending the baseline. The root cause of the shorted components cannot be positively identified but was likely associated with the corroded j2005 and j2008 connectors. The root cause for the corroded j2005 and j2008 cannot be positively determined but was likely the result of liquid ingress within the connectors. No adverse event resulted from the shorted components and the corroded connectors. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not power up. The pt was issued a replacement monitor.